Event description:
It was reported that on (B)(6) 2013, approximately 8 months post implantation of two xience v stents in the proximal left anterior descending (plad) to left main and proximal left circumflex (plcx) to left main, the patient experienced unstable angina. On (B)(6) 2013, the patient was taken to the catheter lab where the plad and plcx were noted to be stenosed. Percutaneous coronary intervention was performed, resolving the event. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported device malfunctions or product deficiencies and the device was not returned. The reported patient effects angina and restenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The xience v referenced is being filed under a separate manufacturing report number.